Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the system had database synchronization error. A technical support specialist (tss) checked and restarted the data synchronization service. Later, the server upgrade was completed. Permission was received to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, a data sync error occurred, and the data sync setup screen was displayed on the station. The issue affected two stations and resulted in a delay in patient care. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, a data sync error occurred, and the data sync setup screen was displayed on the station. The issue affected two stations and resulted in a delay in patient care. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.